Event description:
It was reported to sales from surgeon that an edwards bioprosthetic valve was explanted at implant due to central jet regurgitation. Patient was removed from cardiopulmonary bypass. Surgeon had to go back on pump and explant the valve and replace it. Patient is reported as stable at the end of the surgery. No additional information was provided.

Manufacturer narrative:
Device evaluation: device received but evaluation not yet complete. Pending functional evaluation. Device evaluation results and edwards investigation/conclusions will be reported once completed.

Manufacturer narrative:
Other= x-ray. Additional manufacturer narrative: device evaluation: as received, surface damage was observed on leaflet 1, what appeared to be mechanical damage was measured to be approx 4mm. No visible inconsistencies observed on remaining leaflets. The wireform was intact, as evident in the x-ray. The above disruptions are likely due to the implant/explant procedure. Imaging review: no echocardiography recording was provided, thus the reported regurgitation could not be confirmed and the performance of the valve in vivo could not be evaluated. Functional testing: the explanted valve underwent functional testing in a pulse duplicator under normal physiological conditions; edwards¿ standardized in vitro testing demonstrated that the immediate functionality of the valve is acceptable per (B)(4) :2005. The total regurgitation fraction of the valve as-received is 3.9%, which appears to be non-central in origin, and is more than five times lower than the 20% allowance per (B)(4) :2005 for this size of valve; thus, the reported central regurgitation could not be reproduced through in-vitro testing. The device was explanted at implant due to central regurgitation that could not be verified by visual or functional examination. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. A review of the device history records indicates the product passed all manufacturing and sterilization inspections. Therefore, the provided information and edwards investigation suggest nothing to indicate a device malfunction or quality deficiency related to this event.